Event description:
While the surgeon performing the surgery, the da vinci cadiere forcep jaw was broken. The broken forcep then removed and replaced with new cadiere forcep. No injury noted on the patient. FDA safety report ID # (B)(4).